Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the working length of the guide catheter kinked and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The suture hole on the push catheter was torn. The guide catheter was stretched and broken near the proximal end. The proximal broken piece of the guide catheter was stuck on a guidewire. The guidewire was completely retracted out of the delivery system and was without damage. During the evaluation, the suture was separated from the delivery system to examine the broken distal piece of the guide catheter. The distal end of the guide catheter was kinked/bent (suture impression). There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.